Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the gantry controller not homing. All necessary voltages and functions present. Upon further inspection, found piece of drape wrapped around door close optical switch. Switch damaged. Removed all debris. Changed switch. Issue resolved. Performed system checkout. Unit operates as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the while setting up for a case the o-arm door would not open. Troubleshooting updated from tried emergency electronic override button -no change. Also tried re-homing the gantry, it would not complete past the gantry extension portion. Tried emergency electronic override button - no change. Also tried re-homing the gantry, it would not complete past the gantry extension portion. The unit was also restarted multiple times unsuccessfully. There was no patient present when this issue was identified.